Event description:
Grossly elevated ldh value of nearly 5,000. Patient experienced pump stoppage at home of approx 15 minutes as reported secondary to power cable separation from power module. Actual stop time not known. High suspicion of thromotic event subsequently.